Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced low and alternating r-waves, undersensing, noise and possible oversensing. It was further reported that the icm did not detect possible bradycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.